Event description:
It was reported via repair work order that the left and right siderails' bed up/down was not functional due to pinched cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.